Manufacturer narrative:
(B) (4). (B) (4). Damaged release button post. Evaluation summary: the device was returned with no visual non-conformances and with two cartridge reloads present. The reloads were received fully fired. The device was tested for functionally with a test reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although, the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. While there is not enough evidence to conclude what caused the left side release button post to break, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during mfg process.

Event description:
It was reported the during a gastric bypass procedure, the first firing on the pouch, the device would not fire because, it was extremely hard to fire. Then the surgeon was able to squeeze or pump 4-5 times with a loud sound after each pump. The device did not form the staple line completely, only a small portion was formed. Another device was used to complete the procedure. The procedure was prolonged by thirty minutes. There were no adverse consequences for the pt.